Event description:
It was reported by the company rep: "lift under rail of bed. The lift wouldn't raise over the bed rail and the lift tilted. The lift stopped working. The bed was utilized to move the pt into the lift since the lift wasn't working. The lift tilted so the caregiver stuck her left leg out to brace the lift to keep from hitting resident. The top of the lift was against the wall. Caregiver has pain in her left hip from the waist down."

Manufacturer narrative:
(B)(4). Add'l info will be provided upon conclusion of the MFR's investigation. (B)(4).